Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's air flow was stopped. The device was not in patient use. The sponge of the air inlet path assembly was observed to be peeled off, the airflow route was blocked and airflow was not being delivered. The device's inlet air path foam needs to be replaced to address the issue.